Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg and the placement had become very painful. The patient underwent a procedure where the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.